Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, lot #: 0009243479, ubd: 17-jul-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be completed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during removal of this delivery catheter system (dcs), the nose cone caught the paddle of the valve and the valve dislodged. The valve was positioned in the ascending aorta. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.